Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information requested and received: rep reported indication was a resection. No pathology available. Diverting ostomy was not preplanned. No radiation treatments known. Could not identify which staple line leak was from. Hcp did wait 15 seconds but did not retighten. No issues with either firing. Green check mark confirmed firing sequence. 2 complete 360 degree revolutions. No difficulty removing device. There was complete transection of washer. Donuts were intact but one side was thin. No issues noted with staple formation. Staple retaining cap was removed. He did not overstuff the jaws. It did not seem difficult to close. Was not repositioned multiple times. Not notable difficult to fire. Completed with one firing.

Event description:
It was reported that during a low anterior resection procedure that an intraoperative leak was detected. The green check mark was observed while using the cdh29p. The donuts were inspected and were both intact however one of them the tissue was thin. The cs40g fired as expected. Surgeon did a diverting ostomy to complete the procedure.